Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic total hysterectomy -"while extracting specimen (large, 700g) vaginally, doctor was using hands and lots of force to pull specimen out, and the ces bag broke on bottom of bag towards the end and described the tear as the size of a golf ball. Rep described that the surgeon did not manually morcellate enough, and also did not use the guard." Patient status: fine.

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from (B)(6) on september 21, 2016 - discussed with surgeon the need to debulk the specimen more before attempting to pull the bag out. This will be a point of emphasis should the surgeon need the ces again. See attached picture for location of breakage as confirmed by the rep.